Event description:
Additional information received confirmed that the patient had difficulty recharging and that the ins battery would not hold a charge. Interrogation of the ins on (B)(6) 2012 showed the service life/status as okay and that the charging details as follows: (B)(6), 2012 charge duration of 1.7 hours with 75% charge at the end of the session; (B)(6), 2012 charge duration of 0.9 hours with 50% charge at the end of the session; (B)(6) 2012 charge duration of 0.6 hours with 50% charge at the end of the session; (B)(6), 2012 charge duration of 1.1 hours with 50% charge at the end of the session; (B)(6), 2012 charge duration of 0.5 hours with 50% charge at the end of the session; and on (B)(6), 2012 charge duration of 2.0 hours with 75% charge at the end of the session. The typical charging interval was 13.1 days with a typical duration of 1.1 hrs. The lifetime hours used was reported as 759 hours. The pain physician referred the patient to a neurosurgeon at which time that the rechargeable ins was replaced with a non-rechargeable model. It was reported that the rechargeable ins had premature battery depletion. Following the replacement surgery, the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was charging their implantable neurostimulator (ins) more than expected. The issue started about one month ago. All impedances were within the normal range. A longevity calculation was performed and estimated a recharge interval of 24 days at the current settings, which was greater than the actual recharging interval and did not seem appropriate. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ipg model # 37712 serial # (B)(4) found no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model: 3777-60, lot#: v051091002, implanted: 2009 (B)(6), explanted: na, lead model: 3777-60, lot#: v331637022, implanted: 2009 (B)(6), explanted: na, programmer model: 37743, serial#: (B)(4), recharger model: 37752, serial#: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.